Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned. The actuator is in its t2 post deployment position indicating multiple trigger advancements. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 pre-deployed. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: advancing the trigger twice. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure t2 pre-deploy. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported.